Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 6. The patient's ultrafiltration (uf) reading was 1326 ml, indicating the home patient (hp) drained 1326 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was 3326 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Baxter contacted the nurse to notify of this incident of iipv that was found during the device log review.

Manufacturer narrative:
(B)(4). This is report 5 of 8 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the iipv found in the logs was undetermined due to the event log and alarm log being over written. A device history review revealed that the c55 had failed; however, the hc device was reworked and passed all subsequent testing prior to release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).